Manufacturer narrative:
Correction report being filed for field d6a implant date.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing and noise when programmed in the primary vector. As a result, the patient was hospitalized. The device was re-programmed to secondary vector and a stress test was performed in which it was successful. The patient was discharged from the hospital, and they will continue to monitor. At this time, the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing and noise when programmed in the primary vector. As a result, the patient was hospitalized. The device was re-programmed to secondary vector and a stress test was performed in which it was successful. The patient was discharged from the hospital, and they will continue to monitor. At this time, the electrode remains in service. No additional adverse patient effects were reported.